Event description:
It was reported that a malfunction occurred with a code "malf 12" visible on the device. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no recurring issues were noted after the reset. It was advised that the customer could continue using the pump and should contact support if the malfunction reoccurs.